Event description:
It was reported that during a femoral osteochondritis, the micro compression screw broke in half on insertion and remained in the bone. The procedure was completed with a mini compression screw being inserted next to the broken screw.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. The evaluation revealed that the returned micro-compression screw is broken in half and only the proximal portion of the screw was returned. The distal portion of the screw was not returned. The fracture surface displays evidence of torsional-overload. The most likely cause of the event is improper bone preparation and/or not following the proper surgical technique. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.